Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an episode of torsades. The device delivered a shock, however, the rhythm remained. A second shock was delivered and appeared to be a "dirty" break. Technical services (ts) discussed the shocks appeared ineffective and recommended further evaluation of the system and placement. It was noted that the physician was considering replacing the system with a transvenous system. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. This electrode and s-ICD were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an episode of torsades. The device delivered a shock, however, the rhythm remained. A second shock was delivered and appeared to be a "dirty" break. Technical services (ts) discussed the shocks appeared ineffective and recommended further evaluation of the system and placement. It was noted that the physician was considering replacing the system with a transvenous system. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an episode of torsades. The device delivered a shock, however, the rhythm remained. A second shock was delivered and appeared to be a "dirty" break. Technical services (ts) discussed the shocks appeared ineffective and recommended further evaluation of the system and placement. It was noted that the physician was considering replacing the system with a transvenous system. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. This electrode and s-ICD were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.